Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: wrinkling. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate profile 250cc saline breast implants which patient experiencing deflation on the right prosthesis and rippling on the left prosthesis after implantation. The issue was confirmed by the physician. As a result patient scheduled for removal on (B)(6) 2020. This report is for the left prosthesis.

Manufacturer narrative:
On (B)(6) 2020: the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Date of removal changed to (B)(6) 2020. Manufacturer¿s reference number: (B)(4), (B)(4).

Manufacturer narrative:
Device evaluation completed on (B)(6) 2020: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, subglandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 28 2020: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional information received on july 30, 2020, indicated that patient underwent replacements with following implants: right replaced with cat#:3544350, sn# (B)(6), and left replaced with cat#:3544350, sn#: (B)(6). This report is for the left side. Manufacturer¿s reference number: (B)(4).